Event description:
The pt and chair unit became detached from the hoist causing the pt to fall to the floor. The pt suffered superficial injury from the fall. However, the pt died the day following the incident.

Manufacturer narrative:
This report indicates the death was not a result of the incident, but a condition for which the pt was submitted to hosp for. The pt was in hosp following a cva for investigation into gastric problems. Pt was quite heavy with very little ability to move on her own, taking two nurses to stand her.pt was taken from ward and transported on sub-chassis. All seemed well and pt appeared secure on the chair. Someone was about to put pt into bath on lift by herself. During the connection of the chair on the sub-chassis to the lift, pt tipped forward with the chair and sub-chassis and landed front downwards on the floor, chair and sub-chassis still in place around her. The fall resulted in a bump and bruising over right eye and a laceration to rt knee. Pt died on 08/26/96. Post mortem reported that this was not due to fall but from the reason she was admitted to hosp. Simulation of chair-hoist fault was created by co investigator but could not be duplicated and therefore a clean bill of health was given to lift which continues to be used. The nurse was reported to have said that during the lift, a click of the safety catch, indicating that chair was secure on hoist, was not heard. A copy of operating instructions leaflet to be sent to ward and estate's dept. A demo on correct use of lift has been offered. Awaiting customers instructions on product demo.